Manufacturer narrative:
Our product evaluation lab received one model pe075f5 pacing catheter. The customer report of pacing issue was confirmed. Continuity testing confirmed a full open condition in the distal circuit. The proximal circuit was found to be continuous. The distal lead wire was found to be broken/detached around the solder joint. It was confirmed that the distal circuit was continuous from broken lead wire to distal connector pin. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. No visible abnormality was observed from the balloon, windings returned syringe and catheter body. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. A CAPA was generated to address the pacing difficulty failure effect for bipolar products with full open, intermittent, and short conditions, which has been closed. The root cause was related to manufacturing. This device was manufactured prior to the conclusion of the implementation phase of the CAPA. A device history record review was completed and documented that device met all specifications upon distribution. Corrections to the h6 codes type of investigations, investigation findings, and investigation conclusions were made. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that it was unable to pace during use. This catheter was used to restore spontaneous circulation in pacemaker exchange. Pacing was attempted after catheter insertion, but it did not work. The issue was resolved by replacing the catheter. Patient demographic information requested but unavailable. There were no patient complications reported.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.